Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she noticed right after that she was still having trouble seeing. She then had eye laser surgery but she still has trouble reading. The lens remains implanted.